Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that it was his error in orienting himself that caused perforation of the lingual table in immediate implant placement and it was necessary to remove the implant in the correct position, it did not have stability. The affected tooth position is #44. The procedure was not completed with another implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). During ongoing investigation it has been identified that the impant and lot reference do not match with the reported ones. The doctor could not provide correct reference and lot therefore this report is intended to update informaton to unknown.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown biomet implant was returned for investigation. Visual evaluation of the as returned product identified signs of wear/use (bone/blood residue around the external/internal threads) but no apparent signs of malfunction. The implant could not be functionally tested for the reported event (bone fracture). Therefore, the reported event could not be recreated. Measurements were taken using cal1831 (due date: sep 2, 2022). Pre-existing conditions noted on the per were 'fenestration, oral hygiene and moderate bone density ¿ type ii'. The implant was being placed on tooth # 44 (fdi) when the incident occurred. Picture/x-ray evaluation: none provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h ¿ july 2021. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, under the section 'precautions', it is stated that improper technique can lead to implant failure and loss of supporting bone. DHR & complaint history review: DHR and complaint history review could not be performed since the lot/item number was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. The reported event could not be verified with the information provided.